Event description:
Inflated balloon of foley cath after insertion however balloon leaked and did not inflate after inserting the catheter. Had to insert another foley cath. Lot #ngkn2845. Manufacturer response for inflated balloon of foley cath after insertion however balloon leaked and did no, foley catheter (per site reporter).